Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients implantable cardioverter defibrillator (ICD) had delivered an inappropriate anti-tachycardia pacing (atp) therapy when the device detected a 1:1 supra ventricular tachycardia (svt) in the ventricular tachycardia (vt) zone. Follow up was conducted and it was verified that reprogramming had been completed. The device remains in use. No patient complications have been reported as a result of this event.